Event description:
Dealer stated that the chair will allegedly slow down and consumer is concerned about becoming stranded. Drive tires were wobbly.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model 3gtq-cg, serial number/date code (B)(4) is approximately 1 year old. The owner's manual part number 1143151 rev I (may-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device states that motor was replaced in (B)(4) 2012 and drive tires both replaced in (B)(4) 2012. The dealer called stating that the 3gtq-cg power chair allegedly slows down on its own and consumer is concerned about becoming stranded. Replacement joystick ordered in (B)(4) 2012. Damaged product is being returned to invacare for inspection and evaluation. No injury alleged.